Event description:
It was reported that the pump was exchanged on (B)(6) 2026.

Manufacturer narrative:
D9: percutaneous lead serial number (B)(6) was received only. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that waveforms were submitted for review. The patient mentioned one alarm which was not showing on the history. It appeared that the log files captured yellow wrench/replace controller events on 18dec2025 at 0030-0031 which was also associated with elevated pump powers. This occurred when the patient connected to the mobile power unit (mpu) and was the only time the patient was connected to wall power in the data capture. There were no low-speed events that were noted but they did see elevated pump powers over 10w. These events appeared to have self-resolved as there were no other unusual events noted in the remainder of the log. Follow up log files were submitted for review which contained 5 additional lines of routine data. The pump appeared to be operating as intended. Additional log files were submitted for evaluation. The x-ray images submitted do not appear to show any areas of concern internally or externally. Setting the data logger to 30 minutes allowed from frequent data capture. The recent recorded data showed no unusual events. Additional waveforms were submitted on 08jan2026 for review for driveline fault. It appeared that the log files captured a brief isolated driveline fault on (B)(6) 2026 at 16:13. This maybe a false positive. The patient had what seems to be a transient driveline fault alarm on thursday that self-resolved. Overnight the patient had another driveline fault that has self-resolved again. They put the patient back on an orange ungrounded patient cable. It appeared the log files captured very intermittent driveline fault events and also some elevated pump powers noted around 1941 through 1951. On friday (B)(6) 2026, they switched the patient from orange ungrounded cable to the blue grounded cable and shortly after logged higher powers and "replace system controller" alarms along with more driveline fault alarms. Once switched back to orange, the powers came back down to baseline and no more driveline fault alarms or controller alarms have occurred again. On (B)(6) 2026 it appeared that there have been no unusual events recorded over the recent history. The previously recorded driveline fault appeared to have been a transient event with no further unusual events. They were recommended to replace the system controller. On (B)(6) 2026 additional log files were submitted for evaluation, for speed reductions recorded when patient was connected to a grounded patient cable. A system controller exchange was performed and the patient has had low speed advisories since the exchange. The new data appears to show symptoms of a short-to-shield. An external perc-lead replacement was performed on (B)(6) 2026. A few hours after the repair the patient was placed on a grounded patient cable and did experience pump speed drops lower than the low-speed limit & pump stops

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline fault alarms; however, evaluation of the patient¿s replaced portion of driveline from (B)(6) did not find wire damage that would have contributed to these alarms. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. It was reported that the patient experienced saw one alarm which was not shown on history and a yellow wrench. Approximately one month later it was further reported that the patient experienced intermittent driveline fault alarms. The patient was placed on an orange ungrounded patient cable. Five days later the patient experienced speed reductions with low-speed advisories while the patient was connected to a grounded patient cable. An external percutaneous lead replacement was completed; however, a few hours after the replacement, the patient experienced speed drops below the low-speed limit and pump stops while on a grounded patient cable. The account submitted three x-ray images of the length of the driveline, which appeared unremarkable. The submitted log files collectively contained events from 15dec2025 through 12jan2026. A driveline fault alarm, associated with a yellow wrench advisory, was captured on (B)(6) 2026. Electrical continuity data suggested a potential wire conductor breakdown issue with the red wire within phase 3. Additionally, drops in speed below the low-speed limit were captured on (B)(6) 2026. No other notable events or alarms were observed. A distal-end driveline replacement was performed on (B)(6) 2026 and approximately 20.0¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Visual inspection of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors that would have contributed to the reported events captured in the submitted log file. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent an exchange to heartmate 3 lvas, serial number (B)(6), on (B)(6) 2026. (B)(6) was not returned for evaluation. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU, rev. A, and the heartmate ii patient handbook rev. A are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. These sections also state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.